Event description:
Customer reported device = in the 300s mg/dl. Customer took extra insulin. Customer was "out of it" and their spouse called emergency medical technician (emt) at 9:30 pm. Dinner was previously at 6:30 pm. Emt device = 25 mg/dl. Customer was treated with a "sugar shot". Customer was using two different devices at the time and is not certain which one was actually used. No controls were used. A request was made for return product and replacement product was sent.